Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing two occurrences of blocked cannulas during use. The following has been provided by the initial reporter: it was reported that when attempting to draw blood by attaching the vacutainer the blood actually stops half down the tube of the butterfly and doesn¿t drop into the vacutainer. We have received notification that we are experiencing some issues with these products and not sure if it is butterfly needle or the vacutainer. The clinical area reports that when attempting to draw blood by attaching the vacutainer the blood actually stops have down the tube of the butterfly and doesn¿t drop into the vacutainer. Also, had an incident of the needle being bent when the package was opened. Pt received a 2nd venipuncture in order to obtain the specimen. Complaint (B)(4).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing two occurrences of blocked cannulas during use. The following has been provided by the initial reporter: it was reported that when attempting to draw blood by attaching the vacutainer the blood actually stops half down the tube of the butterfly and doesn¿t drop into the vacutainer. We have received notification that we are experiencing some issues with these products and not sure if it is butterfly needle or the vacutainer. The clinical area reports that when attempting to draw blood by attaching the vacutainer the blood actually stops have down the tube of the butterfly and doesn¿t drop into the vacutainer. Also, had an incident of the needle being bent when the package was opened. Pt received a 2nd venipuncture in order to obtain the specimen. Complaint 1 of 3.